Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc missing lot information was requested from the initial reporter. If additional information becomes available a follow up report will be submitted.

Event description:
The clinician reported that one week after the dental implant was placed in ada site 4 of the patient's mouth, osseointegration was not observed. Patient had type 2 bone quality and reported pain at the time of the event. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. It was also seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that one week after the dental implant was placed in ada site 4 of the patient's mouth, osseointegration was not observed. Patient had type 2 bone quality and reported pain at the time of the event. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.